Manufacturer narrative:
The autopulse platform (B)(4) was returned for evaluation. The reported complaint of the platform displaying user advisory 41 faults (patient temperature sensor failure) was confirmed through review of the data archive file. The autopulse resuscitation system model 100 user guide (p/n 12555-001) states that: the autopulse enters a user advisory state or the fault state when one of several conditions is detected. A user advisory generally indicates that a misalignment or inappropriate movement of the patient of the lifeband has occurred. A fault generally indicates that the autopulse has detected an inappropriate internal condition. Both conditions are typically correctable by the operator. Follow the instructions on the screen and then attempt to restart active operation by pressing the start/continue button. The archive does not indicate that the ua 41 messages occurred on the reported event date of (B)(6) 2013, however the fault did occur on (B)(6) 2013. Functional testing was performed and the failure could not be replicated. The temperature sensor output was monitored during testing and was found to rise only 1 degree. The temperature sensor cable was replaced as a precaution based on evidence in the archive file indicating the fault had previously occurred. Upon replacement of the temperature sensor cable, the device passed all testing criteria.

Event description:
Complainant alleged that during a shift check the autopulse® resuscitation system displayed a user advisory ua 41 (patient temperature sensor failure) message. Customer attempted to power the device off, however, the message was unable to be cleared. There was no report of any patient involvement. No further details were provided.